Manufacturer narrative:
A medtronic representative went to the site to test the system. Parts were replaced and the system performed as intended. Concomitant medical products: product ID: 9733686, (software s7 synergy spine). Product ID: 9735225r, (computer rollingstone s7 rfrb) serial/lot#: (B)(4). The following codes apply to product ID: 9733856 (cart s7 staff assembled 110v) serial #: (B)(4). Product ID: 9735225r, (computer rollingstone s7 rfrb). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the system was going unresponsive in the software, then displaying no signal, then having to hard reboot, then no signal. The representative was on site and replicated the behavior. This was after trying to push a spin over. Additional information received, it was reported that while installing the new computer, the representative was not able to install the spin software. Technical service was shipping a new computer. Technical service had the representative uninstalled spine tools and reinstalled, but the error was persisting. The representative launched cranial application and it gave a message that the preferences were being updated, which corresponded with the error that was seen when first_run failed. After the cranial application successfully launched, technical service had the representative go back into spine to go through the first_run again. However, the error still persisted. Technical service then had the representative uninstalled and reinstalled spine 2.1. This resolved the issue. There was no impact to the patient outcome.